Event description:
Per the clinic, the patient sustained a head trauma and open circuits were noted on all electrodes. Additional information has been requested but has not been made available as of the date of this report. The implanted device remains.